Event description:
Follow up revealed that the patient underwent surgical intervention to have their lead replaced. Issue has been addressed.

Manufacturer narrative:
The reported high impedance was confirmed. Analysis of the returned lead found a kink on the stimulation end segment where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance. As a result, surgical intervention may be pending to address this issue.